Event description:
Shock delivered notification was received on the customer support helpline queue. The patient confirmed they were shocked while cooking and mopping. Patient's caregiver called 911 and ems arrived on scene. Patient got transported to hospital ER for medical evaluation. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.